Manufacturer narrative:
Device details were not confirmed as of the date of this report. This report is submitted on march 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced device extrusion and subsequently the device was explanted (date not reported). The patient was reimplanted with a new device during the same surgery.